Manufacturer narrative:
There is no further information available. Should additional information become available, this report would be updated.

Event description:
Boston scientific received information that this patient presented to the hospital after a syncopal episode. The cause for the syncope was not determined. The health care professional was going to interrogate the device and call technical services back should there be any further questions or additional information.